Manufacturer narrative:
The device was evaluated by a philips field service engineer. The battery was found to be defective and was replaced to resolve the issue.

Event description:
The customer reported that the device failed to power up.